Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sleeve gastrectomy procedure the case went well and nothing remarkable happened during the procedure. There was no patient consequence. The device was discarded. On (B) (6) 2010 the patient was presented with a leak at the angle of hiss. The patient returned for a stent to be place on (B) (6) 2010. The device was discarded. (B) (6).